Manufacturer narrative:
Information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Post-ablation phase cardiac tamponade was confirmed. Pericardiocentesis was performed to drain the blood from the pericardial space. Prolonged hospitalization was not required. Patient had fully recovered from the event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. Transseptal puncture was done during the case. There was no evidence of steam pop during the ablation. The catheter irrigation was at 2ml/min when the ablation was over. The force visualization features used included graph, dashboard, vector and visitag. The visitag parameters were time 3s, range 3mm, force over time (fot) of 25% and 3g with tag size 3. The additional filter used with the visitag module was force monitoring (vector red from 30g and red flash from 40g). Tag index was used as coloring option. No bwi product malfunction nor error messages were reported.